Event description:
The customer stated she had been hospitalized a total of five times for diabetic ketoacidosis. The customer stated she tried changing the infusion set several times, but continued having high blood glucose levels. Troubleshooting revealed that the insulin pump was programmed correctly. No alarms noted in the alarm history. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.